Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the operation channel buckled, the air/water nozzle clogged, the ccd module defect, the control body leakage, the remote button cut, the u/d & r/l pulley wire ruptured and the eog valve loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).